Event description:
The patient reportedly experienced a loss of sound with her device. External equipment was exchanged. However, the problem was not resolved. Testing of the device showed that the device was functioning. Examinations by the surgeon showed that the electrode was out of the cochlea. It was also reported that the patient had a chronic otitis history and has had a radical mastoidectomy. Surgery to explant the c1 device will be scheduled.